Event description:
It was reported that the customer was hospitalized after experiencing severe low blood glucose and a diabetic seizure. The mother didn't know what the blood glucose reading was, but stated it was probably below 20 mg/dl. The mother stated that the customer had not eaten, and did not recognize that his blood glucose levels were low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.